Event description:
It was reported that the lead integrity alert (lia) triggered for sensing integrity count (sic) and non-sustained events with noise and t-wave over (two) sensing visible on the carelink transmission. It was also reported that the left ventricular (lv) lead was connected into the right ventricular (rv) port of the device, exhibiting oversensing and slight impedance rise. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.